Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube s)"), embedded device ("fallopian coil imbedded"), pregnancy with contraceptive device ("unexpected pregnancy") and seizure ("seizures") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 620750,621668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the balloon is opened and primed for the ablation procedure" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1996, (B)(6) 2003), miscarriage, hypertension, diabetes, loose stools, pulmonary embolism, deep vein thrombosis, breast operation, plastic surgery, appendectomy, cholecystectomy and c-section. Negative for intraepithelial lesion or malignancy. The patient denies fever, chill urinary urgency or dysuria. She denies any skin reaction to jewelry. Previously administered products included for prevent pregnancy: depo-provera in (B)(6) 2007 and oral birth control pills in 2003. Concurrent conditions included overweight, menorrhagia, low back pain, flank pain, nephrolithiasis, transaminases increased, hypotension asymptomatic and wbc increased. Concomitant products included metronidazole (flagyl) and pip/tazo (zosyn) for wbc increased as well as anaesthetics (anesthesia), levetiracetam until 2013, loxoprofen until 2014, meclozine (meclizine), tramadol since 2015 and zonisamide (zonegran) since 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 1 day after insertion of essure (ess205), the patient experienced skin ulcer ("skin sores from neck to feet"). In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and weight increased ("weight gain-gained about 50 pounds"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant). In 2013, the patient experienced headache ("headaches"), hirsutism ("facial hair") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain and device expulsion ("migration of essure device - location of device: uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), menstruation irregular ("irregular menstruation"), urticaria ("hives") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, seizure, depression, nausea, weight increased, fatigue and rash had resolved and the embedded device, pregnancy with contraceptive device, migraine, menstruation irregular, skin ulcer, device expulsion, anxiety, headache, hirsutism, dysmenorrhoea and urticaria outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, headache, hirsutism, menstruation irregular, migraine, nausea, pregnancy with contraceptive device, rash, seizure, skin ulcer, urticaria and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2007 patient had hysterosalpingogram resulted in satisfactory placement and full oclusion of tubes and total bilateral occlusion. The uterus sounds 7 cm pre and post procedure. The uterine lining is normal without evidence of endometrial polyps, fibroids or intrauterine adhesions. Scant tissue was obtain on (B)(6) 2014 patient had pelvic ultrasound resulted the uterus measures 7.7 )( 5.7 x 3.1 cm. The right ovary measures 1.9 x 1.5 x 1.1 cm. The left ovary measures 2.4 x 2.3 x 2.6 cm. There is a right paraovarian cyst present. There is some fluid in the left fallopian tube, bilateral essure devices are present. The left-sided co extends into the ID I,.iterl1s. On (B)(6) 2014 patient had pelvic ultrasound resulted in single essure coil on each side, with the intrauterine portion 01 the left coli appearing stretched. There is a fluid collection within the left fallopian tube. On (B)(6) 2015 patient had surgical pathological report resulted: the right fallopian tube with fimbriae measures 6,5 cm in length and is up to 0.7 cm in diameter. There is a gray coiled metallic foreign body on the external surface of the right fallopian tube. This gray coiled foreign body measures 3.5 cm in length and ranges in diameter from 0.1 to 0.2 cm. Cut sections are unremarkable. The left fallopian tube with fimbriae measures 5.7 cm in length and ranges in diameter from 0.5 to 0.9 cm. Cut sections reveal a gray called metallic foreign body on the internal lumen of the left fallopian tube. This coiled segment measures 5.0 cm in length and ranges in diameter from 0.1 to 0.2 cm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device embedded. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs+mr received. Reporter added, lot number received, concomitant and historical condtion added, treatment drug and concomitant drug added, events added as follows:- device embedded, fallopian tube perforation, depression, anxiety, headaches, abdominal pain lower, skin ulcer, seizures, device expulsion, dysmenorrhea, nausea, weight gain, fatigue, hirsutism.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube s)"), embedded device ("fallopian coil imbedded"), pregnancy with contraceptive device ("unexpected pregnancy") and seizure ("seizures") in a 33-year-old female patient who had essure (ess205) (batch no. 620750,621668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the balloon is opened and primed for the ablation procedure" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2003), miscarriage, hypertension, diabetes, loose stools, pulmonary embolism, deep vein thrombosis, breast operation, plastic surgery, appendectomy, cholecystectomy and c-section. Negative for intraepithelial lesion or malignancy. The patient denies fever, chill urinary urgency or dysuria. She denies any skin reaction to jewelry. Previously administered products included for prevent pregnancy: depo-provera in (B)(6) 2007 and oral birth control pills in 2003. Concurrent conditions included overweight, menorrhagia, low back pain, flank pain, nephrolithiasis, transaminases increased, hypotension asymptomatic and wbc increased. Concomitant products included metronidazole (flagyl) and pip/tazo (zosyn) for wbc increased as well as anaesthetics (anesthesia), levetiracetam until 2013, loxoprofen until 2014, meclozine (meclizine), tramadol since 2015 and zonisamide (zonegran) since 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 1 day after insertion of essure (ess205), the patient experienced skin ulcer ("skin sores from neck to feet"). In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and weight increased ("weight gain-gained about 50 pounds"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant). In 2013, the patient experienced headache ("headaches"), hirsutism ("facial hair") and fatigue ("fatigue"). On 28-jan-2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain and device expulsion ("migration of essure device - location of device: uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), menstruation irregular ("irregular menstruation"), urticaria ("hives"), rash ("rashes") and weight fluctuation ("weight fluctuation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the seizure, headache, nausea and fatigue had resolved. In 2015, the depression and weight increased had resolved. At the time of the report, the fallopian tube perforation, rash and weight fluctuation had resolved and the embedded device, pregnancy with contraceptive device, migraine, menstruation irregular, skin ulcer, device expulsion, anxiety, hirsutism, dysmenorrhoea and urticaria outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, headache, hirsutism, menstruation irregular, migraine, nausea, pregnancy with contraceptive device, rash, seizure, skin ulcer, urticaria, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2007 patient had hysterosalpingogram resulted in satisfactory placement and full occlusion of tubes and total bilateral occlusion. The uterus sounds 7 cm pre and post procedure. The uterine lining is normal without evidence of endometrial polyps, fibroids or intrauterine adhesions. Scant tissue was obtain on (B)(6) 2014 patient had pelvic ultrasound resulted the uterus measures 7.7 )( 5.7 x 3.1 cm. The right ovary measures 1.9 x 1.5 x 1.1 cm. The left ovary measures 2.4 x 2.3 x 2.6 cm. There is a right paraovarian cyst present. There is some fluid in the left fallopian tube, bilateral essure devices are present. The left-sided co extends into the ID I,.iterl1s. On (B)(6) 2014 patient had pelvic ultrasound resulted in single essure coil on each side, with the intrauterine portion 01 the left coli appearing stretched. There is a fluid collection within the left fallopian tube. On (B)(6) 2015 patient had surgical pathological report resulted: the right fallopian tube with fimbriae measures 6,5 cm in length and is up to 0.7 cm in diameter. There is a gray coiled metallic foreign body on the external surface of the right fallopian tube. This gray coiled foreign body measures 3.5 cm in length and ranges in diameter from 0.1 to 0.2 cm. Cut sections are unremarkable. The left fallopian tube with fimbriae measures 5.7 cm in length and ranges in diameter from 0.5 to 0.9 cm. Cut sections reveal a gray called metallic foreign body on the internal lumen of the left fallopian tube. This coiled segment measures 5.0 cm in length and ranges in diameter from 0.1 to 0.2 cm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device embedded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: the event weight fluctuation was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 09-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female plaintiff who had pelvic pain and unexpected pregnancy after essure (fallopian tube occlusion insert) insertion. Almost 8 years later, she underwent a laparoscopic hysterectomy and bilateral salpingectomy. Pelvic pain and pregnancy with contraceptive device is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. In this case, the onset date of pregnancy was not provided, therefore, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube s)"), embedded device ("fallopian coil imbedded"), pregnancy with contraceptive device ("unexpected pregnancy"), seizure ("seizures") and abortion spontaneous ("miscarriage") in a 33-year-old female patient who had essure (ess205) (batch no. 620750,621668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the balloon is opened and primed for the ablation procedure" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2003), miscarriage, hypertension, diabetes, loose stools, pulmonary embolism, deep vein thrombosis, breast operation, plastic surgery, appendectomy, cholecystectomy and c-section. Negative for intraepithelial lesion or malignancy. The patient denies fever, chill urinary urgency or dysuria. She denies any skin reaction to jewelry. Previously administered products included for prevent pregnancy: depo-provera in (B)(6) 2007 and oral birth control pills in 2003. Concurrent conditions included overweight, menorrhagia, low back pain, flank pain, nephrolithiasis, transaminases increased, hypotension asymptomatic and wbc increased. Concomitant products included metronidazole (flagyl) and pip/tazo (zosyn) for wbc increased as well as anaesthetics (anesthesia), levetiracetam until 2013, loxoprofen until 2014, meclozine (meclizine), tramadol since 2015 and zonisamide (zonegran) since 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 1 day after insertion of essure (ess205), the patient experienced skin ulcer ("skin sores from neck to feet, sores"). In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and weight increased ("weight gain-gained about 50 pounds"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant). In 2013, the patient experienced headache ("headaches"), hirsutism ("facial hair") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain and device expulsion ("migration of essure device - location of device: uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), menstruation irregular ("irregular menstruation"), urticaria ("hives"), rash ("rashes"), weight fluctuation ("weight fluctuation"), gestational hypertension ("hypertension in pregnancy") and gestational diabetes ("diabetes in pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the seizure, headache, nausea and fatigue had resolved. In 2015, the depression and weight increased had resolved. At the time of the report, the fallopian tube perforation, skin ulcer, dysmenorrhoea, urticaria, rash and weight fluctuation had resolved and the embedded device, pregnancy with contraceptive device, abortion spontaneous, migraine, menstruation irregular, device expulsion, anxiety, hirsutism, gestational hypertension and gestational diabetes outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gestational diabetes, gestational hypertension, headache, hirsutism, menstruation irregular, migraine, nausea, pregnancy with contraceptive device, rash, seizure, skin ulcer, urticaria, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2007 patient had hysterosalpingogram resulted in satisfactory placement and full oclusion of tubes and total bilateral occlusion. The uterus sounds 7 cm pre and post procedure. The uterine lining is normal without evidence of endometrial polyps, fibroids or intrauterine adhesions. Scant tissue was obtain on (B)(6) 2014 patient had pelvic ultrasound resulted the uterus measures 7.7 )( 5.7 x 3.1 cm. The right ovary measures 1.9 x 1.5 x 1.1 cm. The left ovary measures 2.4 x 2.3 x 2.6 cm. There is a right paraovarian cyst present. There is some fluid in the left fallopian tube, bilateral essure devices are present. The left-sided co extends into the ID I,.iterl1s. On 24-dec-2014 patient had pelvic ultrasound resulted in single essure coil on each side, with the intrauterine portion 01 the left coli appearing stretched. There is a fluid collection within the left fallopian tube. On (B)(6) 2015 patient had surgical pathological report resulted: the right fallopian tube with fimbriae measures 6,5 cm in length and is up to 0.7 cm in diameter. There is a gray coiled metallic foreign body on the external surface of the right fallopian tube. This gray coiled foreign body measures 3.5 cm in length and ranges in diameter from 0.1 to 0.2 cm. Cut sections are unremarkable. The left fallopian tube with fimbriae measures 5.7 cm in length and ranges in diameter from 0.5 to 0.9 cm. Cut sections reveal a gray called metallic foreign body on the internal lumen of the left fallopian tube. This coiled segment measures 5.0 cm in length and ranges in diameter from 0.1 to 0.2 cm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device embedded . Most recent follow-up information incorporated above includes: on 9-may-2018: plaintiff fact sheet received : the events hypertension, diabetes, miscarriage added. Pregnancy outcome updated. And event outcome updated for events allergic or hypersensitivity reaction type: hives/sores, dysmenorrhea (cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube s)"), embedded device ("fallopian coil imbedded"), pregnancy with contraceptive device ("unexpected pregnancy"), seizure ("seizures") and abortion spontaneous ("miscarriage") in a 33-year-old female patient who had essure (ess205) (batch no. 620750,621668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the balloon is opened and primed for the ablation procedure" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 1996, (B)(6) 2003), miscarriage, hypertension, diabetes, loose stools, pulmonary embolism, deep vein thrombosis, breast operation, plastic surgery, appendectomy, cholecystectomy and c-section. Negative for intraepithelial lesion or malignancy. The patient denies fever, chill urinary urgency or dysuria. She denies any skin reaction to jewelry. Previously administered products included for prevent pregnancy: depo-provera in (B)(6) 2007 and oral birth control pills in 2003. Concurrent conditions included overweight, menorrhagia, low back pain, flank pain, nephrolithiasis, transaminases increased, hypotension asymptomatic and wbc increased. Concomitant products included metronidazole (flagyl) and pip/tazo (zosyn) for wbc increased as well as anaesthetics (anesthesia), levetiracetam until 2013, loxoprofen until 2014, meclozine (meclizine), tramadol since 2015 and zonisamide (zonegran) since 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 2 days after insertion of essure (ess205), the patient experienced skin ulcer ("skin sores from neck to feet, sores"). In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and weight increased ("weight gain-gained about 50 pounds"). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced headache ("headaches"), hirsutism ("facial hair") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain and device expulsion ("migration of essure device - location of device: uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), menstruation irregular ("irregular menstruation"), urticaria ("hives"), rash ("rashes"), weight fluctuation ("weight fluctuation"), gestational hypertension ("hypertension in pregnancy") and gestational diabetes ("diabetes in pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the seizure, headache, nausea and fatigue had resolved. In 2015, the depression and weight increased had resolved. At the time of the report, the fallopian tube perforation, skin ulcer, dysmenorrhoea, urticaria, rash and weight fluctuation had resolved and the embedded device, pregnancy with contraceptive device, abortion spontaneous, migraine, menstruation irregular, device expulsion, anxiety, hirsutism, gestational hypertension and gestational diabetes outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gestational diabetes, gestational hypertension, headache, hirsutism, menstruation irregular, migraine, nausea, pregnancy with contraceptive device, rash, seizure, skin ulcer, urticaria, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2007 patient had hysterosalpingogram resulted in satisfactory placement and full oclusion of tubes and total bilateral occlusion. The uterus sounds 7 cm pre and post procedure. The uterine lining is normal without evidence of endometrial polyps, fibroids or intrauterine adhesions. Scant tissue was obtain on (B)(6) 2014 patient had pelvic ultrasound resulted the uterus measures 7.7 )( 5.7 x 3.1 cm. The right ovary measures 1.9 x 1.5 x 1.1 cm. The left ovary measures 2.4 x 2.3 x 2.6 cm. There is a right paraovarian cyst present. There is some fluid in the left fallopian tube, bilateral essure devices are present. The left-sided co extends into the ID I,.iterl1s. On (B)(6) 2014 patient had pelvic ultrasound resulted in single essure coil on each side, with the intrauterine portion 01 the left coli appearing stretched. There is a fluid collection within the left fallopian tube. On (B)(6) 2015 patient had surgical pathological report resulted: the right fallopian tube with fimbriae measures 6,5 cm in length and is up to 0.7 cm in diameter. There is a gray coiled metallic foreign body on the external surface of the right fallopian tube. This gray coiled foreign body measures 3.5 cm in length and ranges in diameter from 0.1 to 0.2 cm. Cut sections are unremarkable. The left fallopian tube with fimbriae measures 5.7 cm in length and ranges in diameter from 0.5 to 0.9 cm. Cut sections reveal a gray called metallic foreign body on the internal lumen of the left fallopian tube. This coiled segment measures 5.0 cm in length and ranges in diameter from 0.1 to 0.2 cm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device embedded lot number: 620750 manufacture date:2006/09 expiration date:2008/08 . Lot number: 621668 manufacture date:2006/09 expiration date: 2008/08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which describes a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007 for permanent contraception. On (B)(6) 2007, an hsg test was done and confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrua pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing migraines, pelvic pain, severe cramping, irregular menstruation and unexpected pregnancy. On (B)(6) 2015, laparoscopic hysterectomy and bilateral salpingectomy were performed. Quality safety evaluation of ptc received on 09-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain and unexpected pregnancy after essure (fallopian tube occlusion insert) insertion. Almost 8 years later, she underwent a laparoscopic hysterectomy and bilateral salpingectomy. Pelvic pain and pregnancy with contraceptive device is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. In this case, the onset date of pregnancy was not provided, therefore, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.